Manufacturer narrative:
The insulin pump received with intermittent response due to corroded keypad traces. No unexpected numbers scrolling or sticking during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer's father reported that the insulin pump's up and down arrows were sticking. The customer's father also stated that the insulin pump would only allow a 20 unit bolus to be delivered. The customer did not recall any significant events leading up to this incident. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.